Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs006-ff-010000. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2017 with the following findings: the last basal delivery was 03/20/2017; the black box and alarm history showed no evidence of call service (cs 006) alarms. The original complaint was unable to be adequately investigated due to the ok button being unresponsive; the other buttons responded properly. Unrelated to the original complaint, the battery compartment was cracked, the audio bolus button cover and slug was detached and missing and the display was dim and discolored. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).